Event description:
A distributor reported that a pump had a heat or electrical issue, becoming hot to touch while charging with tandem supplies. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and wasn't reported high by cgm. Technical support confirmed that the pump was within warranty and initiated a replacement, providing a return box, pre-paid label, and instructions for returning the problematic pump. The customer did not disclose what kind of backup therapy would be used for insulin delivery during this process.